Event description:
Pacemaker rn notified by hosp staff of intermittent non-capture on telemetry. Pacemaker check revealed high ventricular capture thresholds and extracardiac pacing. Dr (cardio) notified. Two days later replacement of ventricular lead. The old lead was left in.